Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that his blood glucose levels have been running low since he started taking new medications. Troubleshooting performed and pump appeared to be operationg at designed.